Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventral procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. In accordance with the instructions for use, an attempt was made to remove the device by inserting a dilator into the access ports to unlock and retract the thumb advancer and clip delivery tubeset, but was unsuccessful. The device was removed after activating the safety release. The "puncture site was not dry"; therefore, closure was not successful. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been rec'd.